Event description:
"Trauma alarm - could not fill the cuff with air".

Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. Patient involvement as the inflation tube falling out could cause hypoxia. Complaint not confirmed due to lack of photo or return. Performed risk assessment with RMA-20024b and determined a severity of 6 for the complaint. Sent complaint information to the supplier. Performed inspection on similar part and there were no non-conformances identified. Root cause likely damage from transportation, storage, or handling. Sent resolution to the customer.

Event description:
"Trauma alarm - could not fill the cuff with air".

Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. Patient involvement as the inflation tube falling out could cause hypoxia. Summary: non-conformance was confirmed based on review of inventory. Ncmr-03030 has been initiated for containment, root cause analysis, potential field actions, and correction documentation. Ra: RMA-20036b contains risk assessment for blood leaking past the plunger as risk ID# r7.

Event description:
"Trauma alarm - could not fill the cuff with air".

Manufacturer narrative:
Interruption in therapy caused the patient to be re-intubated. Patient involvement as the inflation tube falling out could cause hypoxia.